Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device was hooked up and prior to assembling the scope, the p.a smelled burning. The p.a. Inserted the device in the pt's leg and noticed that the tissue welder's jaws would not open. The device was removed from the leg and that the jaws had melted. The p.a. Switched out the device with a replacement unit and when she inserted the device back into the pt's leg, she found the previous device's jaw boot had broken off. The broken jaw was retrieved from the original incision. No add'l incisions were required. The hospital did not report any pt complications.

Manufacturer narrative:
Maquet cardiovascular received the device on 12/22/2008. The initial visual inspection showed that the cold and hot jaws boots insulations had melted. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received.